Event description:
It was reported that patient experienced return of patient symptoms; patient experienced relief for only approx. Three days following a refill and this had happened multiple times. It was stated that it initially worked for several months but then following a refill within a few days patient reported a spike in pain and said it was "intolerable". The drug was tested at one point and "instead of being 5 mg/ml, it was more like 4.5 mg/ml". Dye study and rotor tests were done and were both negative. It was further added that healthcare provider (hcp) eventually replaced the catheter but patient continued to have the same symptoms. Per reporter hcp was considering replacing the pump. Reporter didn't think there were any volume discrepancies. Drugs delivered via the device were noted to be fentanyl (old) and morphine (current). It was later reported that the catheter had been disconnected from pump and was confirmed via a previous dye study. Per reporter this happened in (B)(6) 2012. Patient continued to report not getting relief he once had and that he only got pain relief sporadically as of (B)(6) 2012. Additional information has been requested; a follow-up report will be sent when it becomes available.

Event description:
It was reported that in (B)(6) the morphine concentration of 10 mg was found to be 40% of the correct concentration. After that the pump had not been working. The patient had a change in therapy effect that started in march. The patient experienced pain and was on oral morphine. A dye study was done last spring and they found the catheter was leaking. The catheter was replaced (B)(6) 2012. Since then they did another dye study in (B)(6) that was normal. Another doctor did another dye study and that was normal. There was no evidence of catheter issues. Fentanyl and bupivicaine were in the pump at one time; the patient did not tolerate it. After a refill of morphine the pump worked for 1-2 days and then was ineffective. The implanting physician verified the catheter placement was at t8. The managing physician had tried lowering the concentration at a higher volume with no effect. The patient continued to receive suboptimal therapy and planned to follow up with a physician to be further evaluated. The following information was previously reported in manufacturer's report # 3004209178-2012-05805 [it was reported that patient had previously had "issues with catheter occlusions" and that catheter had been revised. Drug delivered via the device was noted as fentanyl (old) and morphine (new).] All future reporting will be done in manufacturer's report # 3004209178-2012-05804.

Event description:
Additional information: it was reported that the catheter was cracked and was leaking. This was confirmed by a ¿procedure.¿ the issue was near the pump connection. The catheter was not disconnected. It was reported that the patient was experiencing withdrawal.

Manufacturer narrative:
Catheter model: 8709sc, serial# (B)(4), implanted: 2012 (B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).